Event description:
Revision surgery: due to the linear stem subsiding. The surgeon removed the djo stem, head and liner and replaced them with a stryker stem, head, and djo liner. The original djo cup remained.

Manufacturer narrative:
The reason for this revision surgery was identified as instability after 9.3 months of patient use. There was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed this is the (B)(4) complaint for this part from this lot. The root cause of the instability was reported as the stem subsiding. There is no information reported that showed a material, design, or manufacturing problem with the product.